Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Healthcare professional reported for left side "capsular contracture, pain and breast hardening", lobulated contours, folds in the peri-areolar and lower-inner region, associated with capsular thickening of 0.18 cm (possible contracture)". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Wrinkling: unable to confirm as it is a medical/technical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported for left side "capsular contracture, pain and breast hardening", lobulated contours, folds in the peri-areolar and lower-inner region, associated with capsular thickening of 0.18 cm (possible contracture)". Healthcare professional later reported the baker grade of capsular contracture as grade 4. The device has been explanted.

Event description:
The device has been explanted.